Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a snack and gave himself an insulin bolus for 85 carbohydrates. He then checked his blood glucose and it was a 74 mg/dl; customer suspended the insulin pump. It was reported that then at night they had an emergency situation and customer was taken to the hospital. Customer was hospitalized due to a pre existing kidney condition. It was stated that the insulin pump is still suspended and customer wanted to know if he could reconnect. It was stated that the blood glucose value at 2:30 am was 95 mg/dl and 120 mg/dl when arriving at the hospital. It was advised that the customer should be on rapid acting insulin with the insulin pump and that if the hospital uses the long acting insulin to treat him, the customer should wait 24 hours before going back to insulin pump therapy. Nothing further reported.